Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed red areas that hurt under the electrodes on his sides. The red areas were described as itchy, red, and sore. The patient's doctor prescribed a cream for the irritation. During a follow up call, the patient reported that the irritation had improved. There was no allegation of a device malfunction associated with the reported skin irritation.